Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shut itself off,ran a self test and then showed a black screen while powered on. Service light came on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.